Event description:
A customer reported prior to a cataract extraction with intraocular lens implant procedure, the unit shuts down on its own. Surgery was started and completed with an alternate system with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).